Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by united therapeutics. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported by the facility representative that the patient experienced a reaction to chloraprep including hives. "This united states case is a solicited report received on 06 jul 2021 from a consumer from a patient support program via (B)(6) specialty pharmacy. This [omitted] patient began therapy with orenitram (treprostinil diethanolamine), on (B)(6) 2020 for secondary pulmonary arterial hypertension. The patient was supplied with orenitram 1 mg, 5 mg, and 0.125 mg and the current dose was reported as 7.125 mg oral (po) every 8 hours (q8h). On (B)(6) 2021, the patient had hives everywhere, reaction to the chloraprep (urticaria).co-suspect medication included: chloraprep (chlorhexidine gluconate, isopropanol). Concomitant medications included: ambrisentan and tadalafil. Relevant medical history included: secondary pulmonary arterial hypertension. On (B)(6) 2021, 10 months 14 days after initiating po orenitram and 1 day after initiating chloraprep, the patient experienced a reaction to the chloraprep and had hives everywhere and was given injection for reaction. Chloraprep was used to preparation for right heart catheterization. The patient had outpatient right heart catheterization on the same day. Action taken with po orenitram and chloraprep dose for the event of urticaria was not reported. At the time of reporting the outcome of the event of urticaria was unknown. The reporter did not provide causality for the event of urticaria. Follow-up information was received as solicited report on 12 jul 2021 from a consumer from a patient support program via accredospecialty pharmacy. On an un unreported date, the patient experienced the events of blood pressure changes (blood pressure fluctuation), throwing up (vomiting), rapid heart rate (heart rate increased) and really low blood pressure (hypotension). Additional dose regimen of 5mg tid was added to po orenitram. The patient reported that, her doctor decreased her orenitram dose to 5mg three times daily due to blood pressure changes, throwing up, and rapid heart rate with really low blood pressure, which were resolved. Po orenitram dose was decreased due to the events of blood pressure fluctuation, vomiting, heart rate increased and hypotension. Action taken with chloraprep dose due to the events of blood pressure fluctuation, vomiting, heart rate increased and hypotension was not reported. At the time of reporting, the outcome of the blood pressure fluctuation, vomiting, heart rate increased and hypotension was recovered on an unreported date in (B)(6) 2021. The reporter's causality for the events of blood pressure fluctuation, vomiting, heart rate increased and hypotension with po orenitram was considered to be possibly related.